Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient's cognitive function was lower than what was reported prior to the valve implant procedure. A head magnetic resonance imaging (MRI) revealed a new cerebral infarction. Neurology was consulted, and the patient received care in the neurology department, however it was reported that no additional examination or treatment was needed, and to proceed with the current anticoagulant therapy. No additional adverse patient effects were reported.